Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 07, 2014 ¿ august 08, 2014. Evaluation summary: the device was received for evaluation. During visual inspection the yellow coil cap was observed to be separated from the housing of the device. This was due to the housing being malformed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the malformed housing is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was found to have the cap separated from the housing. This was noted before use. There was no patient involvement. No additional information is available.